Event description:
Device failed to coagulate. Coag was incomplete, no visable pulsing. Sutures were required to stop bleeding.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.